Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate plus profile prosthesis and experienced right-sided deflation postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On december 15, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 490cc mentor memorygel xtra breast implant catalog: shpx490 lot: 9543652 sn: (B)(6) and (left) 535cc mentor memorygel xtra breast implant catalog: shpx535 lot: 9508600 sn: (B)(6)

Manufacturer narrative:
On 14-feb-2022, mentor received additional information regarding the suspected medical device, the procedure type, and the implantation date. Initially, the suspected medical device is a 475cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502475, serial #: (B)(6). However, additional information revealed that the actual suspected medical device is a 420cc mentor smooth round high profile prosthesis (catalog #: 3503420, lot #: 5751771). The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The procedure type was initially reported as a primary breast augmentation. However, additional information revealed that the actual procedure type was a revision breast augmentation. The implantation date was estimated as (B)(6) 2007 based on available information. On (B)(6) 2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).